Event description:
Applied thermacare heatwrap to shoulder area and my skin became reddened and burned. I noticed tht the "black granules" had come out of the wrap. I took off the wrap and applied a cool cloth and then hydrocortisone cream. The redness disappeared after a couple of hours.